Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient had a controller exchange due to a tear on one of their battery cables.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of tears on one of the system controller power cables was not confirmed as the system controller was not returned for evaluation and no photos were submitted for review. Multiple requests for additional information were made to determine if the system controller would be returned for evaluation; however, no response was received. The submitted log file contained approximately 32 days of data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The pump maintained a speed above the low speed limit throughout the log file. The log file did not capture any atypical alarms related to the system controller. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Pc-66756 was shipped to the customer on (B)(6) 2016. Heartmate ii patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook, rev. C, section 6 "caring for the equipment" and heartmate ii instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller power cables. Heartmate ii patient handbook, rev. C, section 10 and heartmate ii instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.